Event description:
Allegedly revised due to fracture of the femoral neck.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The report will be updated when the investigation is complete.